Manufacturer narrative:
The following additional information was obtained regarding the reported event: the patient completed two weeks of antibiotic regimen, and was reported recovered from the infection. According to the study investigator, it was an expected amount of post biopsy bleeding and it is not believed that the infection was caused by the intra-procedural bleeding since the patient had comorbid conditions of bronchiectasis, emphysema and asthma, which puts the patient at more risk of infection. A review of the site's ion system logs found there were no related errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information gathered, there is no indication or report that an ion product caused or contributed to the incident. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported postoperative incident cannot be determined. Review of the events by an isi medical safety officer (mso) concluded that a patient underwent an ion endoluminal biopsy on (B)(6) 2023 and an expected amount of post biopsy bleeding was noted by the physician. Balloon tamponade was performed, and tranexamic acid was administered with resolution in 15 minutes. There was no malfunction of the ion system, instruments or accessories. Based on the available data this event was causal with the procedure but not related to the study device.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure as part of the ion biopsy bx clinical study on (B)(6) 2023. The patient experienced airway bleeding after removal of the catheter. Tranexamic acid (txa) was administered intravenously and a balloon/bronchial blocker was used for tamponade. Suction was required and the bleeding resolved after 15 minutes. On (B)(6) 2023, the patient developed worsening cough, breathlessness and wheezing. Antibiotics (amoxicillin and clavulanic acid) and steroids were prescribed for the symptoms. Cell culture showed pseudomonas on (B)(6) 2023, and ciprofloxacin was prescribed. There was no report of any malfunction of the ion system, instruments or accessories during the procedure. The study investigator assessed the event as related to the ion biopsy procedure, and related to the patient¿s underlying disease, but not related to the devices. Per the study investigator, it was an expected amount of post-biopsy bleeding and use of txa at this center does not reflect a severe bleed.